Manufacturer narrative:
Thv/tvt registry. Investigation of the event is ongoing, pending device return. (B)(4).

Event description:
During a transfemoral tavr procedure, the 29 mm sapien 3 valve was unable to be advanced past the right common iliac artery (rcia) and when attempting to retrieve the devices through a non-edwards sheath, the valve dislodged from the balloon and was surgically removed. At the beginning of the case, a 16 fr esheath was unable to be advanced past the rcia and was removed from the patient with no issues. The physicians thought that the esheath was getting caught on the calcification located on the posterior portion of the vessel and it may have kinked during the attempts to advance the device. A 2nd 16 fr esheath was then inserted into the patient. They experienced the same difficulties again, but this time they pushed harder and were able to advance the esheath slightly further into the rcia and decided to proceed with the case. A 29 mm commander/29 mm s3 valve were then inserted. However, once the valve exited the esheath, it got caught in the rcia calcification and was unable to be advanced any further. Another attempt was made to advance the valve, but the esheath pushed back out of the vessel and it was decided to remove the devices and try with a different sheath. The delivery system/valve were pulled back to the esheath and removed together as a unit with no injury to the patient. A 24 fr non-edwards sheath (gore dryseal) was prepped, but was able to be advanced only to the rcia. A new commander delivery system and 29 mm s3 valve were inserted into the sheath. Again the s3 valve was unable to be advanced past the rcia and the sheath pushed back out of the vessel. The valve was unable to be retrieved into the gore sheath. In an attempt to remove it with the sheath, the valve came off of the balloon and ¿had to be removed by hand causing vessel damage¿. Vascular surgery was consulted and the vessel was repaired with a stent. A conduit was then placed and the procedure was completed with a non-edwards thv. The patient was stable throughout the procedure.

Manufacturer narrative:
Sections were updated, as the device was returned to edwards lifesciences for evaluation. The following was observed during initial inspection of the returned devices, prior to decontamination: the delivery system was received inserted through loader cap and non-edwards' sheath. The guidewire lumen was kinked at the triple marker and balloon shaft strain relief was severely bunched due to returned packaging. The delivery system was returned unlocked with no flex and no fine adjust used. Investigation is pending completion of the engineering evaluation. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-04019.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The device was not returned to edwards lifesciences for evaluation. Due to the device not being returned and no procedural imagery of the event provided, the reported ¿delivery system ¿ valve dislodged from balloon¿ was unable to be confirmed. Without the device, no dimensional testing, functional testing, or visual inspection was able to be performed. However, a review of device lot history, complaint history, and manufacturing procedures did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During manufacturing, the commander delivery system is 100% visually inspected by both manufacturing and quality for device damage (e.g. Kinks, cuts), and distorted/pinched folds on the inflation and crimp balloon. Additionally, during balloon pleat, fold, and forming, the outer diameter (od) of the inflation balloon is verified using a gage, and after pleating and folding the inflation balloon, all formed balloons are inspected for visual defects, including distorted/pinched folds. Furthermore, the manufacturing lot underwent product verification testing under a sampling plan. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint. On the training manual the physician is instructed to: ensure the thv is centered on the flex tip, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, and then withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. In this case, it was reported that in an attempt to remove the delivery system with crimped valve with the non-edwards sheath (24 fr gore dryseal), the valve came off of the balloon and the vessel was injured while attempting to remove the sapien 3 valve, needing surgical repair. The commander delivery system is not indicated for use with non-edwards sheaths, thus the functional compatibility of this sheath for edwards¿ valve and delivery system retrieval is unknown. Other procedural and patient factors could have contributed to the events. Procedural factors such as non-coaxially of the valve could cause it to not be centered and flush with the flex tip making retrieval into the sheath difficult. The patient¿s access vessels had moderate tortuosity and calcification, which could have contributed to non-coaxially. Due to the device and/or procedural imagery not being returned for evaluation, the complaint for valve dislodged from balloon was unable to be confirmed. No manufacturing non-conformance were identified. A definite root cause is unable to be determined at this time. Since no IFU/labeling inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the august 2017 control limits for the applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
The following was observed upon visual inspection of the returned delivery system: gouges on flex tip face; damage on proximal end of non-edwards sheath shaft ¿ slightly torn and compressed; guidewire lumen kinked at triple marker ¿ likely due to packaging; no valve was present on the crimp balloon and the inflation balloon remained pleated/folded; the distal balloon ¿pumpkin¿ was present. During functional testing, the delivery system was able to be pulled to the valve alignment marker and use of full fine adjust was achieved. No other relevant functional testing was performed due to the condition of returned device. The valve was not returned with the delivery system; therefore, the interaction between the valve and the balloon could not be tested/confirmed. No relevant dimensional testing was performed as there are no dimensional specifications relevant to the complaint event. The complaint was confirmed through visual inspection of the returned device. The delivery system was returned inserted into the described non-edwards sheath with no crimped valve present. A review of manufacturing mitigation supports that the delivery system had proper inspections in place while a review of the IFU/training manual revealed no deficiencies. A device history record (DHR), lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint event. Per the training manual, the physician is instructed to: ensure the thv is centered on the flex tip, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, and then withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Per the complaint description, in an attempt to remove the delivery system with crimped valve with the non-edwards sheath (24 fr gore dryseal), the valve came off of the balloon. The commander delivery system is not indicated for use with non-edwards sheaths thus the functional compatibility of this sheath for edwards¿ valve and delivery system retrieval is unknown. Other procedural and patient factors could have contributed to the event. Procedural factors such as non-coaxially of the valve could cause it to not be centered and therefore catch on the sheath tip. Gouges present on the returned device flex tip face is indicative of some level of non-coaxiality of the valve against the flex tip. The patient¿s access vessels had moderate tortuosity and calcification, which could have contributed to non-coaxiality. Available information suggests that patient factors (calcification/tortuosity) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time. Since no IFU/labeling inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the august 2017 control limits for the applicable trend categories, no corrective or preventative action is required at this time.